Event description:
Fill volume: 240 ml. Flow rate: 10 ml/hr. Procedure: IV antibiotics. Cathplace: PICC line. It was reported that a pt experienced a faster flow of a pump. On (B)(6) 2014 at 20:00, the pump was filled and the infusion was started at the same time. The infusion ended on (B)(6) 2014 at 08:00. There was no report of pt consequence or medical intervention due to this incident.

Manufacturer narrative:
Method: the actual device was not available for analysis; but, samples from the same lot number were received for testing. A visual inspection was performed on the returned units. At this time a review of the device history record (DHR) is in progress. Results: at this time, the eval is still in progress. Results will be provided once completed. Conclusions: once the investigation and eval on are completed a follow-up report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.